Event description:
It was reported that pacing stopped when the device was interrogated, and the patient collapsed. It was also reported the device had reached rrt (recommended replacement time) eight months previously. A technical consultant stated the additional battery current needed for interrogation caused the voltage to drop below a point needed to maintain capture. The device was replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.